Event description:
Instrument worked okay at first then got an error message in the middle of the case. There were no other details known other than the device was replaced to continue with no pt consequence. The device will be returned.